Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Entire tampon and thread pushed into her body- vagina [foreign body in reproductive tract]. No thread- tampon [device physical property issue]. Pressure- vagina [vulvovaginal discomfort]. Case narrative: consumer reported via phone that there was no thread to pull when she removed tampon and entire tampon and thread were pushed into her body. No serious injury reported.